Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The field service engineer (fse) evaluated the device. The reported condition was verified. The overlay power switch was replaced to address the failure. The ventilator passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a fault light emitting diode (led). The ventilator was in clinical use at the time of the event occurred. There was no patient harm reported.